Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('to much pain to be interested') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), oligomenorrhoea ("menstrual cycle increased") and asthenia ("no energy") and was found to have uterine cancer ("uterine cancer"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the dyspareunia, oligomenorrhoea, uterine cancer and asthenia outcome was unknown. The reporter considered asthenia, dyspareunia, oligomenorrhoea and uterine cancer to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: case became incident. Removal details updated. Event uterine cancer added. Processed with fu 2 on 20-mar-2020: added processed with fu 2 on 20-mar-2020: pfs received : information receive via social media new event added. Dyspareunia and menstrual prolonged & energy loss reporter added processed with fu 2. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('to much pain to be interested') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), oligomenorrhoea ("menstrual cycle increased"), asthenia ("no energy") and pain ("pain") and was found to have uterine cancer ("uterine cancer"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the dyspareunia, oligomenorrhoea, uterine cancer, asthenia and pain outcome was unknown. The reporter considered asthenia, dyspareunia, oligomenorrhoea, pain and uterine cancer to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: newly added events- pain nos, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.